Manufacturer narrative:
The smartcard, photos and kit were returned for analysis. The data review indicated that the prime was completed, and confirmed the occurrence of an empty ac alarm, along with several collect pressure and return pressure alarms. The treatment was aborted. The system pressure dome was examined and the diaphragm was found to be unseated, which is a sign that the issue, most likely, was with the installation of the pressure dome onto the system pressure sensor. (B)(4).

Event description:
The customer reported that collect pressure alarms had occurred just after connecting the patient during a blood prime treatment. The customer stated that the collect rate was being lowered in order to address the collect pressure alarms, when they noticed a blood leak from the system pressure dome. The system pressure dome had popped off the system pressure sensor. The customer stated that the dome's membrane was displaced. This was noticed about five minutes or less after connecting the patient, at about 211 to 225 ml whole blood processed. The treatment was aborted. The customer stated that the patient was in stable condition. The customer stated that the pressure dome had been properly secured to the sensor when the kit was installed. The customer's therakos cellex service-trained biomed will complete the required cleaning and instrument checkout. No field service was requested. The smart card, photos, and kit were returned for investigation.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d301 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #16: collect pressure and pressure dome membrane leak. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint category, alarm #16: collect pressure, and is now closed. A corrective and preventive action was initiated for complaint category, pressure dome membrane leak. This assessment is based on information available at the time of the investigation. The analysis of the smart card, photos, and kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4)